Event description:
Report received from abbott international affiliate (abbott japan) that states: "the customer inserted the catheter into the pt body. In order to remove the catheter, the customer pulled out it by main force (the customer felt that it caught something). Then the catheter was cut off (broken) and the part of catheter was remained in the interior of the pt body (below of 5 cm.). The malfunction happened by mis-handling of dr (reporter)." No additional info was available.